Event description:
During a follow-up remote, episodes of under-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was explanted to resolve event. The patient was stable.